Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed carbon dioxide (co2) patient sample results. Hsc reviewed the information provided by the customer and the instrument data. Hsc concludes that there is no reagent lot or method issue. A potential product issue has not been identified. The data is consistent with water related issues that occurred after routine maintenance was performed by the customer on the water purification module (wpm). Quality control (qc) and patient sample results recovered as expected after recalibration. The instrument is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely depressed carbon dioxide (co2) results were obtained on patient samples on a dimension vista® 500 intelligent lab system. The discordant results were reported to the physician(s). The samples were reprocessed on an alternate vista system and higher results were obtained. The reprocessed results were reported as the correct results to the physicians. There are no known reports of patient's intervention or adverse health consequences due to the discordant falsely depressed patient results.